Manufacturer narrative:
Information received from a representative of the manufacturer's technical service team stated that the innercool stx surface system (B)(4) was inspected by the biomed and confirmed the reported event. Following this, the biomed replaced the fuse and console operated as intended without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the innercool stx surface system with (B)(4).

Event description:
During preventive maintenance, the innercool stx surface system (B)(4) displayed "high limit remove from service" message on the status display. Following this, user observed a blown fuse on the main pcb. No patient involvement.